Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) regarding a (B)(6) male homechoice peritoneal dialysis patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The peritoneal analysis and culture results were unknown. On (B)(6) 2010, the patient began antibiotic therapy with reflin and tobramycin. It was unknown whether the peritonitis resolved. The patient's medical history included end stage renal disease (esrd), hypertension and diabetes. No concomitant medications were reported. No statement of causality was reported.